Event description:
In 2000, the distributor's operations manager informed the manufacturer's (MFR) representative via a faxed report of the following: unable to implant, product faxes report of the following: unable to implant, product defect. No further details were provided at this time. In 2000, the facility's inventory manager informed the MFR's representative that the introducer needle had a burr and as a result, the device was not implanted. No further details were provided.